Manufacturer narrative:
Continuation of d10: product ID neu_unknown. Section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient states that she recently got her patient programmer/recharging device replaced. She states that was what she believed around march 9. She states that when recharging her battery it was getting warm. Patient did acknowledge that she was charging directly on her skin and not with clothing as a barrier between the recharging cable and her battery. Patient states that she will stop charging directly on her skin. Patient also when recharging does not always get an excellent signal. There are times where she is only getting a good or fair signal so it is taking longer for her battery to charge. Rep reeducate the patient on the importance of trying to get an excellent signal and checking midway through recharging to confirm that patient still has an excellent signal so that it charges faster. Or to charge for shorter periods of time/daily so that it¿s topping the battery offers is letting it go all the way dead. To see if both of those options will help with battery getting warm. Patient advised to contact if continues to get warm when recharging. Patient usage was at 68%. Patient seemed to think that maybe her battery was getting warm because she had lost a lot of weight since implant. The manufacturer representative (rep) indicated they would send any further information as they become aware. Additional information was received from the manufacturer representative (rep). It was reported that the rep was unsure what external device was replaced and when. The rep clarified "it was getting warm"; patient stated the battery side was getting warm while recharging. The cause of the heating was unknown, patient recharge history shows that patient was not getting an excellent signal when recharging so it was taking longer for her recharge sessions. That was the only thing that rep noticed during interrogation. Patient said devices were replaced. Patient also to confirm that she is getting an excellent signal when recharging or to reposition recharging cable to confirm an excellent signal during recharge.. Patient acknowledged understanding of the importance of getting an excellent signal during recharge. It is unknown if the issue was resolved.